Manufacturer narrative:
Related MFR 2916596-2023-06475. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to rule out left lower extremity deep vein thrombosis (dvt)/fracture. The patient became unresponsive/anoxic with a code blue initiated in interventional radiology at 11:32am and was transferred to the medical intensive care unit (micu) where they required veno-venous extracorporeal membrane oxygenation (vv ECMO). The log file captured 4 sustained and unsustained low flow alarms all from (B)(6) 2023 from 10:22-10:27am. The estimated flows were averaging 1.6-2.4 liters per minute (lpm) and pulsatility index (pi) was averaging from 3.4-5.2 during these events. The log also captured power cable disconnect/low power hazard/no external power on (B)(6) 2023 at 03:49. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord come loose at the wall outlet or from the back of the unit. The patient had evidence of a large amount of emesis at time of code; and emesis/hypovolemia would be a potential reason for prior low flow alarms. The etiology of emesis/unresponsiveness was still undetermined. The log file also was consistent with report that at time of code (~11:32) their flows remained 3.9-4.9lpm. There were no speed drops or decrease in flow despite cardiopulmonary resuscitation (CPR) being provided, and there had been no further low flows since (B)(6) 2023. At the time, patient remained supported on mechanical ventilation, multiple vasopressors, vv ECMO, and the left ventricular assist device (lvad) at 5300rpm. Additional information was provided that the left lower extremity was negative for dvt or fracture. The patient remained intubated/sedated at the time with vv ECMO. The patient had a prognosis poor and was made (do-not-resuscitate) dnr with comfort care as per family.

Event description:
Related manufacturer report number 2916596-2023-06475.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The submitted log file contained approximately 2.5 days of data (B)(6) 2023 per timestamp). Beginning at 3:49:23 on (B)(6) 2023, the rsoc values of both cables began to decrease steadily activating the low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 3:49:27, the no external power alarm activated. The atypical alarms cleared at 3:49:34 when power was restored to the system. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low speed limit. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.